Event description:
It was reported that 2 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication or the cannula broke. The following information was provided by the initial reporter : the patient reported that after attaching the pen needle to the pen the drug did not come out. When checking the product the needle npe was broken.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/12/2021 h.6. Investigation: one insulin injector with a piece of cannula stuck in the septum along with two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned sample and photos was carried out and a broken piece of cannula stuck in the septum was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone# : (B)(6). Initial reporter fax# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication or the cannula broke. The following information was provided by the initial reporter: the patient reported that after attaching the pen needle to the pen the drug did not come out. When checking the product the needle npe was broken.